Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during prep for a heartmate 3 (hm3) pump, the luer lock cap on the thread protector could not be opened. The luer lock cap was placed onto the pump correctly, but the end would not open. Even after placing the pump on the table to grip the cap tightly with dry fingers, the cap was unable to be opened. It was noted the luer cap of the thread protector appeared to be cross-threaded. The surgeon in the case uses the luer lock thread protector for deairing the pump once it is locked onto the sewing ring, so they had to open a new kit. The center does not carry backup accessories due to the infrequency of their implants. The defective luer lock thread protector was not used. A new hm3 kit had to be opened to access the accessories tray. The white luer lock thread protector was removed without opening the pump package. The new luer lock worked immediately as intended and pump prep resumed.